Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received excessive low battery alarms even after power loss troubleshoot. Insulin pump would be replaced. Customer's blood glucose was not provided.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, active current measurement and self-test. No unexpected low battery alarms or power system error alarms noted during testing or in the format history file. Multiple unexpected replace battery alerts were present in the long trace file and the power management graph indicated connector resistance issue at the j6. The insulin pump was received with high sleep current measurement due to connector resistance issue at the j6. The connector for j6 on the printed circuit board assembly was properly connected during our visual inspection. The j6 connector was disconnected and reconnected then monitored for two days with the insulin pump functioned properly during our testing. The insulin pump had high sleep current measurement due to connector resistance issue at the j6. The insulin pump was received with scratched casing, minor scratches on the lcd window, scratches on the display window cover, pillowing keypad overlay, cracked select button on the keypad overlay, damaged keypad overlay texture, faded serial number label and peeling end cap address label.